Event description:
It was reported that during a routine ipg replacement the patients extension was unable to be inserted into the new ipg. Reportedly the extension had lost its stiffness. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2022-03203. Additional information was received indicating surgical intervention took place on (B)(6) 2022 wherein the extensions were explanted and replaced.